Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable and cable connecting the distribution node (dn) and rear therapy electrodes (te) were pulled from the dn strain relief, damaging internal wires. The cause of the inability to complete testing is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.